Event description:
A malfunction alarm was reported on the pump, with the specific error being malfunction code 12. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears.